Manufacturer narrative:
The reported device has not yet been returned. Should the device be returned an investigation will be carried out and a supplemental report will be submitted upon completion. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported by (B)(6) from daybreak that a daybreak device was broken. Reportedly the top button broke off while the patient was sleeping. The patient began using the device on (B)(6) 2025, and the incident occurred (B)(6) 2026. No outside clinical evaluation was sought, and no injury was reported.